Manufacturer narrative:
This supplemental report is being submitted to correct e1 country of occurrence. Corrected field: e1.

Event description:
No additional information received from the customer.

Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of after switching on the machine, fuse is blowing.. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, intermittent error e433 was observed due to faulty generator board.. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided if available. A root cause could not be identified. It is likely the following led to the malfunction: component failure of the generator board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.